Event description:
Customer reported a missed anti- jkb on the galileo using capture-r ready ID (crrid).

Event description:
Customer reported a missed anti- jka on the galileo using capture-r ready ID (crrid).

Manufacturer narrative:
This is a correction to the initial report which stated that the customer reported a missed anti-jka when testing patient sample. The customer originally reported the missed antibody as anti-jkb and stated that they would return sample for further investigation to the pi lab. It was later discovered that the customer had returned the wrong sample for investigation. The customer did not send sample from the anti-jkb patient, but instead sent sample from a known anti-jka patient. The customer has been contacted and verified that the missed antibody was anti-jkb. Customer did not return sample from anti-jkb patient for further serological testing. A DHR review was performed and verified the reactivity of the jkb antigen in capture-r ready ID lot id117 at the time of release. Unable to retrieve instrument images.

Manufacturer narrative:
Unable to obtain customer instrument images; the customer could not locate archive disks. The reactivity of the jka antigen was confirmed on retention crrid, lot id117. This is the same lot of crrid used by the customer at the time of the complaint. The returned patient sample (received with 2+ hemolysis) was tested with selected jk(a+b-), jk(a+b+) and jk(a-b+) cells of retention crrid, lot id117. The sample exhibited no reactivity with all cells tested. Hemagglutination tube testing was performed with the sample using selected jk(a+b+), jk(a+b-) and jk(a-) cells from retention panocell-20. The sample was nonreactive with all cells (macro- and micro-). Unable to retrieve instrument images.